Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2011 and the patient underwent revision surgery on (B)(6) 2017 due to pain.

Event description:
It was now reported that the patient was implanted on the right hip and was revised due to pain and stem loosening.

Manufacturer narrative:
Additional information has been received. Concomitant medical products: biolox delta taper lnr jj/36 6, ref# 00877501136, lot# 2540534. Modular neck s 12/14 neck taper use with +0 heads only, ref# 00-7848-003-00, lot# 61713264. Dome (1) and screw (3) hole plug pack, ref# 00875700003, lot# 61403857. Shell with uni-hole porous 54 mm o.d. Size jj for use with jj liners, ref# 00875705400, lot# 6166663.1 modular femoral stem press-fit plasma sprayed with calcicoat ceramic coating cementless size 11, ref# 65771301100, lot# 61652516. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as supplemental information or investigation results becomes available an updated report will be submitted. Note: this is a split case with zimmer inc., warsaw reference number (B)(4). Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
D4 UDI#: (B)(4). Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain review of event description: - patient was implanted with continuum cup - biolox head, implanted on september 09, 2011 and revised on december 04, 2017 due to pain and stem loosening. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information the product location is unknown review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary it was reported that a patient underwent an initial hip procedure on (B)(6) 2011. Subsequently, the patient was revised due to pain on december 4, 2017. The implants were revised after 6 years in vivo time. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).